Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood in/on the helix mechanism. The lab personnel also noted that the lead was returned with the helix retracted and with blood and tissue on it. It appears that due to the amount of dried blood visible in the conductors the cut in the outer insulation may have occured prior to explant.

Event description:
It was reported that the right ventricular lead had increased thresholds and decreased sensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.